Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit failed the active exhalation control module testing. The active exhalation control module was replaced to resolve the issue. Additionally, the pollen filter, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, and 43 micron filter were replaced. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.